Manufacturer narrative:
Additional information received on 29 march 2016 and includes: the surgery was completed successfully. Batch review performed on 15 april 2016. Lot 1411038b: (B)(4) items manufactured and released on 12 november 2015. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot. Visual inspection performed the day 19th april 2016 by the r&d project manager: one retentive step-pin got disassembled, possibly due to heavy handling (high forces applied) during previous surgery. The pins are welded on the outer surface of the instrument. The instrument include 4 retentive pin, and would still be functional with one less. The percutaneous set includes multiple (at least 6) percutaneous towers, therefore the surgery can be completed even if one is found defective. The associated risk is the fall of the pin within the surgical field. In this case, the pin was found on the instrument table. However, the pins are made of biocompatible material (stainless steel per astm f899) and are radiopaque, during and at the end of a percutaneous surgery, x-ray images are routinely taken therefore a disassembled pin could be located and retrieved. It has to be noted that this reference is marketed as an alpha-launch (limited release) and a new project is already opened to improve and re-design, if necessary, the percutaneous instrument set. In particular, the manufacturing and assembling of these pins to the percutaneous tower will be taken into consideration.

Event description:
During the surgery, the tower loosened from the pedicle screw in situ. The surgeon tried to place the tower again on the tulip but failed. He left off the tower and placed the set screw in an open manner (through the skin incision without the tower) and succeeded. During the further course of the surgery the nurse discovered a little piece of metal on the instrument table. The sales representative checked all the used medacta international instruments and in the end discovered the described tower with the loss of one of the four of the little knobs that hooks the tower on the tulip. The sales representative took over the little metallic piece and the damaged tower to clean and sterilize and to send it to medacta international.

Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.